Manufacturer narrative:
(B)(4). The patient's age or date of birth was not reported; however, the event occurred in the neonatal intensive care unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set 60" leaked from its micron filter. This occurred during patient infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.